Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that there had been low impedances on the left side with programmed contact. The patient also felt shock-like symptoms on the right side of body along with an overall decline in movement. The healthcare provider indicated the extension replacements occurred as a result of a fractured wire, and replacing them both resolved the problem.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. The patient reported that they had to have one of their extensions replaced "about a year ago." No further information is known at this time. No patient symptoms were reported. No further patient complications have been reported as a result of this event.